Manufacturer narrative:
A direct relationship between the device and the reported stroke could not be determined. The center reported that the patient suffered a stroke and the family elected to make the patient dnr. The center requested information on how to silence low flow alarms while waiting to withdraw support. The patient reportedly expired on 02oct2018 and the pump was not explanted for evaluation. The hm3 IFU lists stroke as an adverse event that may be associated with the use of the hm3 lvas. The IFU provides information regarding anticoagulation, including the recommended inr values. The manufacturer is closing the file on this event.

Event description:
The site communicated that the patient expired on (B)(6) 2018 due to a stroke. Device will not be returned for evaluation as device was not explanted.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).approximate age of device ¿ 1 day. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018 the patient had an ischemic stroke. The patient was on epinephrine, dba, vasopressin and milrinone. Heartrate was noted to be irregular and fluctuating between 90¿s and 120¿s bpm. The patient was evaluated and found to have national institutes of health stroke scale (nihss) of 24, due to intubation. There was movement of right hand but not anti-gravity and right leg with no movement. Head CT scan (cth) showed notable large area of hypodensity affecting the left occipital, parietal and possibly frontal lobes, all in vascular territory of left middle cerebral artery (mca) with aspects 5. Minimal collateral flow was visualized few distal left mca branches seen secondary to minimal collateral flow. There was significant edema already present indicating stroke occurred likely hours prior to code being called. CT angiogram of head/neck (cta h/n) showed complete occlusion of left internal carotid artery (ica) starting extracranially and extending intracranially and complete left m1 occlusion with paucity of flow in distal mca branches. Inotropes were initiated. The patient was not a candidate for thrombectomy due to stroke burden being large and low likelihood of recovery. Family made patient do not resuscitate/ do not intubate (dnr/ dni). The red heart low flow and continuous tones were reported. The lvad alarms were silenced while waiting to withdraw care. The event was reported as device or therapy related.